Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the advantech board and performed the annual preventative maintenance (pm) checklist, which batteries, o-ring and several filters were replaced on the unit as part of pm. Upon completion of service, the unit was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the system boots up but screen stays blank and continuous beep coming from the monitor. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.